Manufacturer narrative:
There is no evidence of a device contribution to the physician implanting both iliac limb grafts in the same leg of the aortic body graft. The cause of this implantation of both iliac limb grafts in the same leg of the aortic body graft is likely user error as a result of not confirming that the iliac limb graft had cannulated the correct leg of the aortic body graft.

Event description:
The pt underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. After development of the aortic body graft, the physician cannulated the aortic body graft and implanted the contralateral iliac limb graft without confirmation that the correct leg of the aortic body had been cannulated. After implantation of the contralateral and ipsilateral iliac limb grafts, the final angiogram indicated that both the contralateral and ipsilateral iliac limb grafts had been inadvertently deployed into the ipsilateral leg of the aortic body graft. Other endovascular technique to address the open ipsilateral leg of the aortic body graft were considered; however, the physician determined that the pt should be converted to open surgical repair. The physician cut through the ipsilateral and contralateral iliac limb grafts above the native aortic bifurcation, leaving the aortic body graft and distal portion of both iliac limb grafts intact in the vasculature. Using fluoroscopic guidance, two new iliac limb grafts were advanced and deployed into the previously implanted grafts. At case completion, there was good flow to both limbs and the aneurysm was successfully excluded. The pt was doing well after the procedure and was moved to the intensive care unit. Based on communication received on (B)(6) 2013, the pt continues to do well and has been discharged from the hospital.